Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be duplicated during evaluation. During evaluation, device performed appropriately. Defective temperature cable. Temperature cable was replaced. The device underwent and passed testing after all repairs. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the requested temperature was not reached in an arctic sun device. Per review of wo on 24feb2026, device was used on patient and there was no consequence for patient. Per follow up information received via mail on 24feb2026, device was sent in for a bd approved facility for evaluation. The issue was not resolved. Repair status was not applicable. The device did not heat the patient. The patient did not completed therapy on the device. Per sample evaluation results received via task on 13mar2026, it was reported that there was a defective temperature cable.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the requested temperature was not reached in an arctic sun device. Per review of wo on (B)(6) 2026, device was used on patient and there was no consequence for patient. Per follow up information received via mail on 24feb2026, device was sent in for a bd approved facility for evaluation. The issue was not resolved. Repair status was not applicable. The device did not heat the patient. The patient did not completed therapy on the device.